Event description:
It was reported that the patient experienced telemetry issues. The patient used the antenna locator (al) to successfully resolve the telemetry issue. Use of the al resulted in a power on reset condition and eight bars of coupling (full coupling). If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Extension model 748940, serial# (B)(4), implanted: (B)(6)-2004, explanted: unk, extension model 748940, serial# (B)(4), implanted: (B)(6)-2004, explanted: unk, programmer model 37743, serial # (B)(4), adaptor model 74002, lot# n227162, implanted: (B)(6)-2011, explanted: unk, recharger model 37752, serial# (B)(4), lead model 3998, lot# j0437420v, implanted: (B)(6)-2004, explanted: unk.